Event description:
It was reported that during reprocessing a permanent cautery hook instrument, a thorough inspection found a broken cable. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The pitch down cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the instrument's wrist were not damaged. Additional observation not reported by site was a damaged pulley. One distal idler pulley had a section broken off. The edge was chipped and missing a piece. Engineering concluded the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable and missing pulley section, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.